Event description:
The caller alleged a discrepant low inratio inr result in comparison to two (2) unspecified point of care (poc) inr results. Results are as follows: date: 03/06/2015, inratio inr: 17, poc inr: 5.9 and 5.6., therapeutic range: 2.0 - 2.5 the two (2) poc tests were performed back to back. The time between the inratio test and the poc tests was three (3) hours. Reportedly, the patient had a nose bleed two (2) to three (3) days prior to the 03/06/2015 results. There was no required medical intervention necessary to stop the nose bleed. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: as of, 04/10/2015, the product has not returned for evaluation. Since the product(s) associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Ta review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. Since the monitor was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in (B)(4) to contribute to a potential discrepant result. The root cause is unable to be determined at this time without product return. Further investigation into this issue is being performed under (B)(4). If the device returns it will be evaluated and a follow up medwatch report will be submitted.